Event description:
It was reported that port was implanted in 2002. In 2003 during a chemotherapy session, extravasation of the "salted serum" was identified. The x-ray showed a catheter rupture under the first rib and a migration of the catheter in the right atrium. The catheter was removed with a catheter lasso. The port was left in place until six months later when it was finally explanted and replaced. There were no patient complications.